Event description:
It was reported that a patient had issues with cadd 100ml cassettes lot #: 4196398 causing no disposable alarms. Has other lot numbers using currently and stopped using affected cassettes. Found that on those cassettes, where the tubing attaches to the vinyl bladder, the bladder is pulled through top of the cassette when it begins to alarm. No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.